Manufacturer narrative:
The repair evaluation confirmed the reported issue, stuck power switch due to a defective power supply switch. No other issues were noted. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus asset/in-house test visera elite video processor was returned for repair for a reported ¿stuck power switch¿. There was no patient or procedure involved and no person was harmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5 of the initial medwatch. Based on the results of the investigation, the malfunction was attributed to the faulty power switch due to the amount of force applied to the switch and the number of pressing exceeding the assumed limit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h6 - codes 3331 & 4110 were inadvertently omitted from the type of investigation section of the previous follow-up report. Also, code 3243 has been provided in reference to the investigation findings since the code listed on the previous follow-up report was selected in error.